Event description:
Patient admitted to hospital after sustaining multiple trauma in high-velocity motor vehicle accident. She was (B)(6) pregnant and suffered fetal demise. Patient was later diagnosed with paraplegia as a result of injuries she sustained in accident. Lumbar drain placed 4 days later to monitor and manage spinal cord edema related to acute ischemia. The drain did not result in reversal of paraplegia. Drain was removed 3 days after it was placed and to resident it appeared that tip was intact as one of multiple black markings was mistaken for black tip marking. Later, it was determined that a 15 cm of the lumbar drain remained in place. It was removed two weeks later. No sequelae to patient.